Manufacturer narrative:
Medical records received from legal. The patient was revised because of pain and osteolysis. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim received. It is alleged that the patient suffers from pain.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Medical records and x-ray(s) were obtained and reviewed by a medical professional. After reviewing the information, it cannot be determined that the complaint is product related, but rather a result of her medical conditions, medications used to treat those conditions, excessive patient weight and poor bone quality. All total hip arthroplasty has a risk of failure and the risks to the individual are due to an unpredictable combination of patient factors, surgical process, surgical technique and device related interactions. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.